Event description:
During an endoscopic mucosal resection (emr), the physician used a cook glo-tip spray catheter. The tip fell off the catheter while being used. The tip was retrieved from the pt. A section of the device did not remain inside the pt's body. Other than retrieving the tip, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did no experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all glo-tip spray catheter are subjected to a functional and visual test to ensure device integrity. The spray catheter band is visually checked under microscope for uniform crimp and for splits in the band. A manual tug on the band is also conducted. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.